Manufacturer narrative:
Reporting institution name: (B)(6) health center.

Event description:
The customer reported the back light is out on the user interface (ui). There was no patient / user involvement. The engineer advised the customer to replace the user interface assembly. The customer has replaced the user interface assembly and the unit is fully functionable. Based on information provided and/or service performed, the customers alleged malfunction was confirmed.